Event description:
Customer reported an issue with the passport 2 monitor display which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives installed a new cpu board and navigator know. Performed all functional tests.